Event description:
According to the reporter, during an open ileocecal resection, when resecting the ileocecum, there was no issue with the device until the third firing. However, on the fourth firing to close the insertion port for the final intestinal anastomotic, the firing was quite heavy. It stopped in the middle once, then fired again until the end with full force, but there was some part in the staple line which the staple did not deploy. The intestinal tract became misaligned, so the anastomotic opening could not be closed. Some of the areas, including one where the staples were not attached, were buried in sutures. A new reload was used to complete the case.

Manufacturer narrative:
Concomitant product: gia6038s, gia6038s gia 60-3.8sgl use reload stap (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staple line was incomplete and difficult to fire. The reported issues could not be conformed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.